Manufacturer narrative:
Unit passed displacement test; however, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. Unit received with minor scratches on lcd window. Unit received with broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer also reports of not being able to exit the "preparing to prime" loop. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.